Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 03-may-2021, penumbra inc. Became aware of a journal article titled, "a simple rescue maneuver to retrieve intravascular foreign body - the triple wire twisting technique (galzerano et al. 2021). The article was received on 31-jan-2021; however, the procedure date is unknown. This article documents two cases of retrieval of fractured devices during peripheral lower limb procedures using three guidewires. In one case, an indigo system separator 6 (sep6) was used. During the procedure, after several passes of the sep6, approximately 15 mm of the distal wire fractured inside the middle of the posterior tibial artery. Subsequently, the fractured wire was recaptured inside an indigo system aspiration catheter 6 (cat6) using three guidewires to perform the triple wire twisting technique. There was no report of an adverse effect to the patient. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.